Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/04/2025, the user¿s mother reported the ilet was dropped on concrete, destroying the screen. A replacement pump was arranged. No symptoms, external assistance, or medical intervention occurred.